Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 x 15mm was selected for treatment of the target lesion which was located in the distal right coronary artery (rca) and was severely calcified. During the procedure, the balloon was having issues crossing the lesion when it ruptured. It was removed from the patient, and another balloon was used to successfully complete the procedure. There were no patient complications.